Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low glucose scans while a customer was wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer was brought to the emergency room where an hcp glucose test of 570 mg/dl and 670 mg/dl were obtained on the hcp meter and the customer received ¿14 units of novolog insulin chloride and a magnesium pill¿ to diagnose hyperglycemia. No further information was provided. There was no report of death or permanent injury.